Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lumbar interbody fusion at l2-l5 due to adult deformity. Intra-op, the lever of the lower arm was stuck and could not be turned to the end; due to which, the lower arm could not be fixed firmly. Therefore, another product was used to deal with this problem and the procedure was completed successfully. There was a delay of less than 60 minutes in overall procedure time as a result of this event; but no patient complications were reported.

Manufacturer narrative:
Product analysis: visual and functional examination of the instrument confirmed the handle on the big joint is jammed which is preventing full tightening of the instrument joint. The handle will not thread on the screw to tighten. Unable to determine if the threads are damaged/cross-threaded. Root cause of the event is undetermined. If information is provided in the future, a supplemental report will be issued.